Manufacturer narrative:
(Added information for the peeling issue reported) a review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, adverse events associated with the use of microcatheters or with the endovascular procedures include, but are not limited to: stroke, embolus, allergic reaction and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported patient complications. And based on the currently available information, the cause of the hydrophilic coating peeling could not be determined.

Event description:
It was reported that the patient was treated for unruptured basilar tip aneurysm with stent assisted coil embolization using the microcatheter. The procedure was completed successfully. The next day of the procedure, small high signals on dwi was noted to left cerebellar hemisphere and left occipital lobe area and it was judged as asymptomatic cerebral infarction. Two (2) weeks after the procedure, the patient developed headache, stagger, anorexia, double vision and hallucination. The patient re-hospitalized 3 weeks after the procedure. Magnetic resonance imaging (MRI) (flair image) showed high signals on bilateral cerebellar hemisphere, brainstem and thalamus and contrast MRI showed ring enhancements on dominant region of right vertebral artery that matched the access route of the procedure. Infection was suspected first but antibiotic agent did not work. Therefore, it was considered that a possibility of allergic reaction against materials of the devices which were used in the procedure, and steroid pulse therapy was started. After the steroid pulse therapy, subjective symptoms were disappear and the high signals on MRI image became obscurity. The patient was discharged from the hospital with no symptoms. In physician¿s opinion the allergy was due to the peeling of the hydrophilic coating.

Manufacturer narrative:
Patient code grid: added hypersensitivity for patient allergy. A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, adverse events associated with the use of microcatheters or with the endovascular procedures include, but are not limited to: stroke, embolus, allergic reaction and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported patient complications.

Event description:
It was reported that the patient was treated for unruptured basilar tip aneurysm with stent assisted coil embolization using the microcatheter. The procedure was completed successfully. The next day of the procedure, small high signals on dwi was noted to left cerebellar hemisphere and left occipital lobe area and it was judged as asymptomatic cerebral infarction. 2 weeks after the procedure, the patient developed headache, stagger, anorexia, double vision and hallucination. The patient re-hospitalized 3 weeks after the procedure. Magnetic resonance imaging (MRI) (flair image) showed high signals on bilateral cerebellar hemisphere, brainstem and thalamus and contrast MRI showed ring enhancements on dominant region of right vertebral artery that matched the access route of the procedure. Infection was suspected first but antibiotic agent did not work. Therefore, it was considered that a possibility of allergic reaction against materials of the devices which were used in the procedure, and steroid pulse therapy was started. After the steroid pulse therapy, subjective symptoms were disappear and the high signals on MRI image became obscurity. The patient was discharged from the hospital with no symptoms. In physician¿s opinion the allergy was due to the peeling of the hydrophilic coating.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient was treated for unruptured basilar tip aneurysm with stent assisted coil embolization using the microcatheter. The procedure was completed successfully. The next day of the procedure, small high signals on dwi was noted to left cerebellar hemisphere and left occipital lobe area and it was judged as asymptomatic cerebral infarction. Approx 2 weeks after the procedure, the patient developed headache, stagger, anorexia, double vision and hallucination. The patient re-hospitalized 3 weeks after the procedure. Magnetic resonance imaging (MRI) (flair image) showed high signals on bilateral cerebellar hemisphere, brainstem and thalamus and contrast MRI showed ring enhancements on dominant region of right vertebral artery that matched the access route of the procedure. Infection was suspected first but antibiotic agent did not work. Therefore, it was considered that a possibility of allergic reaction against materials of the devices which were used in the procedure, and steroid pulse therapy was started. After the steroid pulse therapy, subjective symptoms were disappear and the high signals on MRI image became obscurity. The patient was discharged from the hospital with no symptoms. In physician¿s opinion the allergy was due to the peeling of the hydrophilic coating.